Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as surgical impact opening (shell thickness within specification). Breast pain: unable to observe as it is not related to the device. As per the investigation procedure non-penetrating nicks and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported for left side "breast pain due to rupture of device and silicone spillage". The device has been explanted and replaced.

Event description:
Healthcare professional reported for left side "breast pain due to rupture of device and silicone spillage". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.